Manufacturer narrative:
Pump passed the rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test. The pump failed the self test generating error 63. Unit successfully downloaded with thumps/thus. However, the downloaded history confirmed the pump alarmed pump error 63 on 16-mar-2023 11:22:02.000 with line number 9926/367 and file number 2005/37 and variable 3 due to broken trace u1 pin6 on keypad assembly and pump error 60 on 15-mar-2023 19:48:03.000 with line number 31 and file number 1431and low battery alert on 02-mar-2023 18:58:00.000 in the history files. The low battery alert is normal and expected during pump operation. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, keypad overlay texture damage, missing display window cover, label damage(and pillowing keypad overlay. Confirmed customer complaint of pump having alarmed pump error 63 in and during testing confirmed customer complaint of pump error 60 as it was found in the pump history. No power errors noted and passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 63 (hardware low-level failures) and pump error 60 (tone, vibrator or motor did not have power available when needed). The customer also received power loss alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump did not pass the self test. The customer will discontinue the use of the device. The product will be returned for analysis.